Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error, display anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the scratches on screen making it difficult to view display. The customer reported that the insulin pump had rejected new battery, buttons were less responsive, sometimes had to press buttons more than once and also had motor errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error, weak battery alarms due to unresponsive button. Also unit has missing segment/partial display, problem isolated to lcd board. Motor passed motor test. Device had minor scratched lcd window. (B)(4).